Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the device was found slightly twist in two of the four prongs. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. No other issues were identified. The overall complaint was confirmed as the observed condition of the scrdriver f/quicklock scrws would contribute to the complained device issue. A dimensional inspection was not performed due to the post-manufacturing damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record (DHR) review conducted: part number: 03.610.602; lot number: 668p889; manufacturing site: hägendorf. Release to warehouse date: 27-april-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6 investigation summary the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device 03.610.602, scrdriver f/quicklock scrws had twisted at the distal tip. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 03.610.602, scrdriver f/quicklock scrws would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in columbia as follows: it was reported during surgery on december 12, 2023, while adjusting screws, the distal extensions of the screwdriver became twisted. The surgery is completed successfully without any patient harm. This report is for self-retaining screwdriver for quick lock screws for (B)(4).